Manufacturer narrative:
Conclusion - medical review of the operating physician's initial report, the anesthesia report, and the additional investigation results indicates that the device performed as expected throughout the procedure. We conclude, based on the available information, that the device is not directly related to the "presumed gas embolism" in the case.

Event description:
It was reported that a patient underwent a transcervical resection of a polyp in 2007. The operating table was level throughout the procedure with no head-down tilt on the patient. The intra-uterine pressure was set at 100mm hg to obtain adequate distension of the cavity for viewing with a flow rate of 200, using a storz hysteromat pump. Air was flushed from the saline at the start of the procedure and both inflow and outflow were left fully open throughout the procedure. The power setting for the device was the default vc 1 setting using a standard bipolar loop. Following blunt dilatation of the cervix, the resection phase lasted less than 10 minutes. A submucous myoma, less than 2cm in diameter, was removed along with some polypoid endometrium. The total fluid deficit for the procedure was 400ml of saline. The device was only removed from the uterus once in order to remove chippings from the cavity at the end of the procedure. The procedure was shortened due to the change in anaesthetic readings which raised the possibility of gas embolism. The end tidal co2 fell from five to two and the oxygen saturations fell from 95% to 80% with evidence of decreased cardiac output. There was no audible murmur in the chest. All readings recovered spontaneously over the next half hour and the patient was discharged home with no obvious problems later that afternoon.